Event description:
A registered nurse was doing a routine check on a pt. The nurse noted the thermometer on the air shields warmer was reading the skin temperature as 33.3 degrees (celsius). The air shields open warmer bed's alarm was not ringing like it should have been for a low temperature. The nurse changed the probe and all of the connections were checked. The temperature probe was not believed to have contributed to the failure of the device. The air shields open warmer bed's alarm was still not working. This air shields open warmer bed was changed with a warmer unit from another bed. No injury occurred to the pt due to the nurse's intervention. The facility's biomedical engineering dept report that air shields open warmer beds have a recurring problem with the solid state relay that is in the heater control circuit of the warmer. The solid state relay is the electronic circuit of the bed warmer. This relay cycles the power on/off to the heating element based on the skin temperature in the "skin mode", or it controls the temperature in the "manual mode" by driving the heating element based on the temperature selection of the operator. The staff are able to set maximum and minimum temperatures in the manual mode. According to biomedical engineering the problem with the solid state relay manifests itself by either not driving the element to heat at all, or by making it heat all the time, resulting in an under/over temperature setting. The problem seems to be with the skin and air temperature switches in the solid state relay which "stick". The normal function of the alarm circuitry is to give an audible alarm to alert the operator and then it shuts the heat off. What makes this problem a patient hazard is that when the relay sticks "on", the alarm circuit has no control over the heating circuit, which can overheat the patient very quickly. The audible alarm will sound during this condition, but the unit will continue heating until the operator turns the power off. The hazard to the patient is overheating, but since these units alarm very often, the operators become insensitive to the alarms. Plus, they also know how the unit is suppose to work, (once the alarm sounds the unit should turn off, and so they may basically ignore the alarm, which can ultimately injure the patient. The recurring problem describes the alarm not sounding at all. It is believed each of these situations could be the result of a malfunction of the solid state relay mechanism. The biomedical engineer had several incidents at another hospital with this device, and this is the first time that they can recall at this facility. It is not known how often preventive maintenance checks are performed on these warmers. The facility is not sure of how long this device has been used at this facility.